Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on posterior and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening, wear abrasion, and stress marks. Based on the device analysis the final assessment was a sharp crease pattern opening on the posterior side of shell assessed as fold flaw opening.

Event description:
Healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.